Event description:
A programming error had occurred at refill on 5/1/2006, but no overdose symptoms were reported. The patient was to receive morphine 30mg/ml 6.875mg/day via the pump in a complex continuous mode. Refill date was noted to be 6/2006; calculations indicate refill date should be "sometime in july". The details of the programming indicate that the duration programmed was 11:39 rather than 24:00. The patient was called back by the hcp for evaluation.